Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical adverse event received for possible delamination of the patella: polyethylene failure, patellar - wear. Event is serious and is considered moderate. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2006, date of event (onset): (B)(6) 2021, (right knee). Treatment: revision of right knee patella and tibial insert implants